Event description:
A malfunction alarm, designated as malf 12, was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance to the customer for resetting the pump, which resolved the issue, and the customer was able to continue using the pump without further occurrences of the malfunction code.